Event description:
Account reports "stopcock with leak in it. Fluids going into this stopcock leaked onto the bed. No pt injury". No additional info at this time. Account unable to identify the medications used with this stopcock.